Event description:
On (B)(6) 2013 end user reported that she used the device to cover a biopsy. She changes the bandage once a day as instructed by her doctor. She noticed a "sticker" from bandage on skin after removing, but continued to use the bandages as instructed. After 2 weeks, end user noticed redness, rashes, peeling and shine from "sticker". Symptoms have not gone away after 1 month.

Manufacturer narrative:
Aso reviewed the following records for testing performed on material used for this type of product. Cytotoxicity study using the iso agarose overlay method - (B)(4). All testing was acceptable.